Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after an irreversible electroporation ablation procedure using a farawave catheter the patient experienced an acute kidney injury. During the procedure was completed after 71 lesions were created. No treatments or interventions have been reported. No further information about the status of the patient were provided. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.